Event description:
It was reported from the neonatal intensive care unit (nicu) that the nurse noticed that the modules had powered off and stopped infusing during use on a neonate patient. Although requested, no additional information was provided.

Manufacturer narrative:
Supplemental MDR for the syringe module, s/n (B)(6) to state that it is no longer source. Pump module was received with the instrument intact. Dull left/right iui connector pins were observed on the device. There were no other observed significant anomalies internally or externally on the source device. All possible replacement parts were observed to be bd parts. Root cause: the root cause of the customer¿s experience that the pump module shut down and stopped infusions was not identified. However, the log identified the device had stopped infusing as a result the device being channeled off. The customer¿s report that the source device shut down stopping infusions could be the result of the pump module being channeled off by the user resulting in a system shutdown; however the user¿s intentions could not be determined from the entries in the log. A review of the pcu event log identified an infusion of unknown medication was restored on (B)(6) 2020 at 7:33:45 am and started. This was the only infusion / activity on the reported date of event. The logs revealed the pump module alarming for patient side occlusion 21 times and the user restarting the infusion after each alarm. The log also captured the user entering the option menu and adjusting pressure limit 2 times (300 / 400 mmhg). The device was channeled off by the user which initiated a system shutdown. No errors or anomalies were observed on the reported incident date. Infusion testing performed on the returned devices found no irregularities. Results from asm preventive maintenance found the device in good working condition and operating in specification.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per customer, the requested patient demographics is not available.

Event description:
It was reported that the nurse noticed that the modules had powered off and stopped infusing. The event occurred in the neonatal intensive care unit (nicu). Although requested, no additional information was provided.